Manufacturer narrative:
No pt involvement. The distributor stated they will return the device to verathon for eval.

Event description:
The glidescope ranger was reported to have a sharp edge at the tip, along the seam where the molding meets. This was identified prior to first use; there was no pt involvement.